Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "start new sensor" message with the adc freestyle libre sensor, on the first day of wear. The customer subsequently experienced symptoms described as sweating, dry mouth, and tingling in limbs. The customer had contact with a healthcare professional and was treated with fast-acting insulin (dose unknown) and tresiba (long-acting insulin, dose unknown). There was no report of death or permanent injury associated with this event.